Manufacturer narrative:
Patient identifier - (B)(6). Common device name - uncemented oxford iii ukr. Report source - country of origin - (B)(6). Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 1825034 ¿ 2017 ¿ 07907 / 07976 / 07977 / 07979 / 07980. Hooper, g.j. Et al. J bone joint surg br 2012;94-b:334¿8. Product location unknown.

Event description:
Information was received based on review of a journal article entitled, "the early radiological results of the uncemented oxford medial compartment knee replacement." This study consisted of a patient who underwent right partial knee arthroplasty on (B)(6) 2005. Subsequently, patient expired on (B)(6) 2008 due to unknown reasons. It was reported that at last follow-up, the patient had a well-functioning implant. No further information has been provided.